Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined the single board computer(sbc) was the cause of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.